Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 705 mg/dl. The customer alleged that the pump was not delivering insulin properly; however, customer's heath care professional indicated that the cause was either a site issue, or food poisoning. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.